Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the complete investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device was consists of arteriotomy locator and wire guide. 8 unopened samples from same lot were also returned. The used device was visually inspected and found to have been in used condition with visible signs of blood. Sheath and carrier tube were not returned for evaluation. Functional testing was performed on unopened samples by fulling connecting and rear locking the carrier tube and hemostasis sheath. No damage or issues were identified. The complaint sample was unable to be inspected since the sample was not returned for evaluation. However, eight unopened devices were returned, and functional testing was performed by connecting and rear locking all eight samples. No issues were identified with device connection or rear locking. As a result, the complaint was unable to be confirmed. The exact root cause cannot be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
. E3: occupation: materials. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The angio-seal device would not click together during deployment. The physician was able to deploy it; however, was concerned since she did not hear the click. There was no blood loss reported.